Event description:
Medtronic received a report that the 15mm connector did not fit and disconnected. The customer reported that there was no patient I nvolvement.

Manufacturer narrative:
Correction: the sample associated to this report was received and the customer reported issue could not be duplicated. We are unable to determine the cause for this specific event however; manufacturing controls are in place to detect damage and to reduce the potential for occurrence during the manufacturing process. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.